Event description:
Provider states that the valve/ manifold assembly is not shifting. No additional information provided. Additional information received on 10/22 from irc - doc states unit has low o2 or yellow light. The key failure was the manifold valve was not shifting fully.